Manufacturer narrative:
The white stapler reload has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken tail to be related to the customer reported complaint. For clarification, the reload was found with a broken cartridge tail. The tail exhibits a fracture point, but no missing material was observed due to the break. As a result, the reload is unable to be fully seated and inserted into the in-house stapler's jaws. The reload was returned unused and unfired. Additionally, the reload was found to have a missing staple at the proximal end of the reload. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler would not staple when closed. The procedure was completing as planned with no reported injury.